Event description:
Boston scientific received information that this left ventricular (lv) lead backed up a little bit just before the pocket closure was completed. The pacing thresholds had also increased. The pocket was then re-opened and the lead was repositioned with a new guide wire. This lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.